Event description:
It was reported that inappropriate therapy due to noise was observed. Clavicular crush suspected. The lead was capped and replaced. The patient was asymptomatic and doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.